Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device's display blanked out. Complainant indicated that the device's display came back on and they continued treatment of the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the clinical file did show several "battery fault" messages indicating a low battery. However, the customer did not return the battery used during the event for zoll to evaluate. The device passed all final testing was recertified and returned to the customer. No trend is associated with reports of this type.